Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736, software version: (B)(4). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a training, the system went into a low graphics mode and then an ubuntu state. The user was able to hit ctrl, alt, delete to get back to the log-in screen. There was no patient present when this issue was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the issue was that the system was in an unusually cold environment overnight and the temperature drop on the truck caused the computer to malfunction. It was noted that the event occurred on the medtronic mobile lab. The navigation unit in question is housed on the mobile lab at all times and is never used with real patients, cadaver use only.